Manufacturer narrative:
This device was not returned to mmd for evaluation. A DHR review was completed and no non-conformances were found. Because the device was not returned to mmd, no investigation could be completed. This report will be updated if the device is returned to mmd.

Event description:
The initial reporter stated that their administration set that leaked from the filter while they were priming the set. They stated that they were able to start a new bag with a new administration set and continue their infusion. Mmd did follow up with the initial reporter and they stated that the patient had not had any sypmtoms or adverse effects related to the complaint. No further information was provided. [Complaint (B)(4).]